Event description:
It was reported that the patient's ipg presented the elective replacement indicator message that cleared after reprogramming.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the eri message was a true eri message.

Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria. The ipg met or exceeded 75% of its expected longevity.